Manufacturer narrative:
Investigation description. The complaint was confirmed and duplicated. The device was powered on however the unlock slider would stop halfway, resulting in the inability to unlock the device. Interior components showed no abnormalities. Display screen had small scratches near the slider. The root cause is likely a faulty display assembly.

Event description:
It was reported that the user was unable to fully slide and unlock the ilet device, and app-based restart did not resolve the issue, consistent with a hardware user interface malfunction involving the screen/lock mechanism. Symptoms included no adverse clinical effects. Outcomes included no clinical impact, and the user continued glucose monitoring with a compatible cgm application. Investigation included customer technical troubleshooting and review of device operation with instructions for shutdown and replacement. Investigation of this case revealed an unresponsive or obstructed screen/slider function, consistent with a device mechanical or touchscreen interface problem without evidence of physical damage. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure.